Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/31/2025, it was reported by a sales representative via (B)(4) that an ar-3350-4031 scope has sharp metal piece on the distal tip. Discovered during a case with no patient effect.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-3350-4031 4k arthroscope, 30°, 4 mm x 152.5 mm, serial/batch number (B)(6), was received for evaluation. Visual inspection revealed nicks and damage on the tip of the scope, indicating possible interaction with another instrument during use or mishandling. Functional testing was conducted due to the damage. The most likely cause of the reported failure is user mishandling. The instrument was manufactured on october 9, 2023.